Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50cyl), 20.0 diopter (add power +2.2/+3.2) lens was replaced with a 20.0 diopter, non-company, non-toric monofocal lens model. The product has not been received to evaluate. Additional information was provided that the surgeon assumed the diffractive iol was not tolerable to the patient. Due to the exchange of a toric multifocal lens to a non-toric monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was not able to see out of lens. The lens was exchanged for another lens model 3 months following the initial procedure. Clinical reason for explant was mentioned as patient best corrected vision was 20/50 after surgery. Additional information has been received that after surgery patient never saw 20/50. In the surgeon¿s opinion patient was not tolerable to diffractive iol.